Event description:
Pt had total knee replacement, right, approx. 1991. Has had pain in rt knee since 1997; symptom getting worse. Has difficulty walking. ? Implant failure. Admitted for revision of total knee.